Event description:
The event involved a plum set that is not available for return as it was discarded because of the chemotherapy drug leak. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
Additional information received stating that chemotherapy was being primed into the tubing. The leak occurred at the filter vent and the secondary clave connector.